Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient adt message was not sent to show transfer. The technical support specialist provided the pyxis server latest changes, also asked to re-send to reflect in the adt transfer and helped with the correct unit details of the patient to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient orders were not crossing over. The customer stated that this malfunction occurred while user was trying to issue medication to patient and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.